Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz1649 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient underwent bus-guided PICC placement on (B)(6) 2022, and the puncture was successful. The catheter was placed 35cm, and 3cm was exposed. On (B)(6) 2022, the patient was admitted to the hospital. The catheter has been used for more than 4 months, during which time the catheter was maintained in another hospital. In the morning on (B)(6), infusion therapy was performed, and in the afternoon, transparent liquid was found around the puncture port, and he was sent to our department for treatment. It was assessed that the catheter was exposed to 2cm, and a small amount of fluid leaked from the puncture site after flushing with normal saline. The catheter was pulled to the exposed 3.5cm, and it was found that the catheter was damaged. The doctor ordered extubation and reinsertion.